Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated up arrow button was unresponsive. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was active. Customer stated insulin pump was not responding as expected. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated the easy bolus feature was on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.